Manufacturer narrative:
Since this report is subject of a study from a journal, it is very unlikely that the device and or lot number will be returned for investigation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
Based on a study published from conference proceedings explained that the objective of the study was to find out the degree of obesity influences intra-abdominal pressure, body weight change may induce shunt malfunction. The purpose of the study was to clarify the mechanism and treatment strategy of this type of shunt malfunction. Four cases of weight gain induced under drainage and one case of weight loss induced over drainage among 24 shunted nph patients using codman hakim programmable valve. The patients whole pressures were analyzed, i.e. Iap, intra-cranial pressure, perfusion pressure and it's hydrostatic pressure, before and after weight change and after re-adjustment valve. Results: iap strongly correlated with body mass index. In under drainage patients, weight gain (6.8 kg) increased upright iap and icp by 8.8 and 4.8 mmhg, respectively. After reducing the valve pressure (4.5 mmhg), icp decreased by 4.8 mmhg and symptoms were quickly improved. In over drainage patient, weight loss (10kg) decreased both iap and icp by 5 mmhg and caused subdural hematoma. One month after re-adjustment, the hematoma had disappeared. In normal drainage, upright icp ranged from -7 to -14 mmhg and pp was equivalent to valve pressure. The upright icp of ud elevated to -6.5 to 1.7 mmhg and that of over drainage was reduced to -18mmhg. In conclusion the upright icp is a function of the valve pressure and iap, which is linked with body weight. As the therapeutic window if icp il limited, excessive weight change causes shunt malfunction. However, it can be corrected by valve re-adjustment. If symptoms worsen with body weight change, valve re-adjustment is recommended.